Event description:
During a remote follow-up, episodes of myopotential over-sensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. Provocative testing was performed, and the lead noise was not reproduced. Reprogramming has been performed to resolve the event. The patient was stable with no consequences.